Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, tubing was kinked. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no harm to the pt.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, no physical eval was performed. The root cause of the event is unk. Kinking may have been due to layering. The device history record did not indicate any production related problems. All available info has been placed in file in quality management for appropriate tracking, trending, and f/u. (B)(4).